Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded v lith) at the power management graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was 180 mg/dl. The customer stated that the battery did not last more than one week. The customer stated that the battery was not holding a charge. The customer was not able to check the pump because her daughter was not with her. The product was returned for analysis.